Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse report that during setup system presented with vitrectomy cutter was not work with a system message. Procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Upon on the further assessment of the initial report, there was no issue with the suspect medical device. There was a system-generated message during setup. The customer did not experience any procedural impact, as the vitrectomy was not required for the case. No adverse event or patient harm occurred, and the system operated as intended. Therefore, this event does not meet the criteria for a reportable malfunction. This file does not meet criteria for regulatory reporting. Hence, no further reports will be submitted under manufacturer reference number_ (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in section b.5, b.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that there was no vitrectomy needed on surgery day and no harm to patient.